Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms that the tip at the distal end of the instrument has sheared off. The site of shear failure is smooth and slightly offset (.009 in) from the distal cylindrical surface of the driver shaft. Runnout is observed at the distal end of the instrument (0.157in). The driver has a cannulated shaft with a hexalobe tip on the distal end and is used for inserting screws into the pedicle. The clean breakage of the driver tip suggests combined shear and torsional failure. Shear failure is characteristic of cantilever bending at the distal end of the t25 driver tip, which is more likely to occur due to eccentric loading and/or the driver tip not being fully seated into the female hex during use. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off in a screw. The tip was retrieved from the patient.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.